Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient lost consciousness in the middle of the night on (B)(6) 2025 due to hypoglycaemia. No specific blood glucose values were reported. The pod was worn for longer than 48 hours. Other symptoms reported include feeling "out of it" and a fall. The patient regained consciousness and was able to self-treat with oral glucose tablets. No medical assistance was required.